Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a lead implant procedure, lead insertion failure issue was observed and there was difficulty in advancing the lead through and it was suspected that there was an issue on the lead. Lead was not implanted and a new lead was implanted. Patient was stable.